Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of morphine at 3.0 mg/day via an implantable pump for spinal pain. It was reported that the patient used to weigh (B)(6) and was currently at 293 pounds. It was reported the pump was at an angle. Weight gain was provided as a contributing factor. The date of event was unknown. Regarding diagnostics/troubleshooting performed, an examination was performed. The doctor planned to schedule the patient for a pocket revision, once approved. The issue had not been resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) Being taken at the timeof the event and medical history were not available. The patient¿s medical history was indicated as having been requested but was unknown. It was noted that the healthcare provider had no further information regarding the event. On (B)(6) 2019, a company representative further reported that regarding who initially reported the event to them, they were at the appointment and the patient showed them. It was clarified that the pump was at an angle and in fold of abdomen. The patient was described as being morbidly obese with many abdominal rolls. The information was noted as having been confirmed with the physician / at the doctor appointment. No further complications were reported or anticipated.